Event description:
During a right ankle arthrotomy subtalar fusion procedure under constant direct fluro, an arthrex threaded 1.6mm guide wire (catalog number ar-8941kt) broke as it was drilled into the right heel.the surgeon indicated that the broken piece could not be removed and would not cause pain or harm. The broken piece remained in patient's bone.